Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, abscess, inflammation, mobility, socket-shield technique.